Manufacturer narrative:
B5: upon follow up, it was reported that pd therapy was discontinued sixty-three days after the event onset. It was also reported that the catheter was removed due to peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: approximately one month after the initial onset of peritonitis, the patient experienced a recurrent peritonitis and was hospitalized for the event. The patient was treated with vancomycin injection (1gm, once in 5 days, ongoing, route and duration were not reported), amikacin injection (100mg per day, ongoing, route and duration were not reported) and ceftazidime injection (1gm, once a day, ongoing, route and duration were not reported) for the event. At the time of this report, the patient was recovering and has been discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up, it was reported that the patient was hospitalized for 21 days. At the time of this report, the patient was recovered from the event. The patient was switched to hemodialysis one week ago. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every third day, ongoing, route and duration were not reported) and ceftazidime injection (1gm, once daily, ongoing, route and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.